Event description:
It was reported an error message was received stating there was a loss of communication between the programmer and analyzer bay. A new analyzer was tried, with the same result. The programmer and analyzer were returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4) no anomalies found. (B)(4) analysis confirmed the reported event. Multiple analyzer functional tests out of specification. Device found out of electrical specification.